Manufacturer narrative:
(B)(4). Batch # m92f7u. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good visual condition, partially cycled and with the jaws open. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 clips conforming, 4 scissored clips and 2 clips with gap. Upon testing, the jaws open and close without any difficulties and no jamming issues were noted. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip was fed into the jaws sideways at the third firing. After the clip was removed, the device functioned as intended. The device was used as-is to complete the case. There were no adverse consequences to the patient.